Manufacturer narrative:
Integra completed its internal investigation 10jun2016. The investigation included: method: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history is performed for manufacturing lot e7d8 for part number 519110nd. It was manufactured in 11th july april 2007. Threaded diameter was checked according to associated inspection instruction and no anomaly was reported. A review of the complaint system was performed. This is the fifth incident reported to newdeal about improper screwing between panta nail threaded axis 519131nd and support device 519110nd for the past two years. As instruments pn 519110nd is reusable instrument and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, about (B)(4) panta nail were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the first incident of the same kind for the manufacturing lot e7d8. The (B)(4) panta nail support devices 519110nd were manufactured for this lot. Lot failure rate is (B)(4) %. A visual inspection was performed by integra. Both threads ¿internal thread for panta nail support device 519110nd and external thread for threaded axis 519131nd are severely damaged. No further analysis can be done as products are too damaged to perform a check of dimensions. Conclusion: given the description of the event, the observations made during the investigation and the returned product inspection, the root cause is damaged parts.

Event description:
It was reported there have been issues of misalignment involving this product. The set that contained this device was not in use when the issue occurred. The devices were stuck together after the case. There was no patient impact. The surgeon was not aware of the issue.